Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was making a loud screeching noise during the rewind process. The customer's blood glucose was 330 mg/dl. The customer stated the insulin pump was functional. Customer declined to return the insulin pump for analysis.